Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reportedly experienced a syncopal episode at home and passed out. The patient was presented to the clinical subdural. The health care professional (hcp) reported that the right ventricular (rv) lead pacing impedance measurement had been steadily decreasing over a years time from 833 ohms to 781 ohms. Additional information was sought from the local area sales representative, however, at this time additional information was not available.